Manufacturer narrative:
One device was returned for repair. There was no relevant event history and no relevant service history. The primary reportable complaint that the air detector was not working was confirmed by functional testing. Device failed air detector tests. Noted a missing battery door on unit during visual inspection. Noted main board failed functional testing. Replaced air detector, main board, and battery door. Device passed post repair functional tests and functioned as designed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector was not working. There was no patient involvement.